Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the survey response did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that post implantation of an intraocular lens (iol) the patient experienced glistenings forming. The reporter was unwilling to provide further information.